Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously low troponin (accu tni) result generated by the unicel dxc 600i synchron access clinical system for a single patient sample. The initial accu tni result was 0.77 ng/ml. The result was not reported out of the lab. The sample was retested for accu tni on a different instrument in the customer's lab and a result of 0.03 ng/ml was obtained. The customer than retested the original sample on the unicel dxc 600i synchron analyzer and a result of 0.04 ng/ml was reported out of the lab. The customer did not report patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Qc levels I-iii were within specifications prior to and on the day of the event. A system check performed in 2008 passed. The customer ran an accu tni precision study after the event with good results. The customer collects samples in 13 x 100, plastic bd lithium heparin tubes with gel. Specimens are centrifuged at 3,700 rpm for 5 minutes at room temperature. The sample was a clear and full draw with no visible signs of fibrin or hemolysis. The specimen was sampled from the primary tube and processed via the closed tube accessing (cta) when analyzed on the dxc 600i instrument. The specimen was sampled from 1 ml insert cup when processed on the different instrument. A field service engineer (fse) was dispatched to the customer's lab: the fse performed a preventive maintenance (pm) to the instrument. The fse replaced mixers and rollers. The fse ran a diagnostic testing which passed. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.